Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to diaphragmatic oversensing. The oversensing resulted in pacing inhibition. All lead measurements were normal.